Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that loss of capture, high pacing and high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead. The pocket was reopened and the physician noticed that the rv lead was not fully inserted in the header of the device. The rv lead was reconnected and the measurements became within range. The device and lead remain in service. No additional adverse patient effects were reported.